Manufacturer narrative:
This event will be further updated if the lead is returned for laboratory anaysis post complete explant. At this time, no additional information is available.

Event description:
Boston scientific crm received information that this lead was partially explanted due to system erosion. The lead will be fully extracted at a later date and was surgically capped. No adverse patient effects reported.